Event description:
Patient reported against right side "pain, discomfort", "swelling", "a lot of other immune disorders" (non-device related), "have these been recalled I see information saying FDA has asked but what is allergen waiting for", "implant up and attached to the muscle", "kidneys and other organs in area are failing" (non device related), and "experience numbness is right hand" (non device related). Patient later additionally reported against right side "toxic bags erupt into a women's body, toxic bagels removed but erupted", and "the toxic silicone is now in my body". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported against right side "pain, discomfort", "swelling", "a lot of other immune disorders" (non-device related), "have these been recalled I see information saying FDA has asked but what is allergen waiting for", "implant up and attached to the muscle", "kidneys and other organs in area are failing" (non device related), and "experience numbness is right hand" (non device related). Patient later additionally reported against right side "toxic bags erupt into a women's body, toxic bagels removed but erupted", and "the toxic silicone is now in my body". Device has been explanted.